Event description:
Clinical study. It was reported that following a stenting treatment procedure, the pt experienced chest pain and angina and underwent a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction (mi). The target lesions were reported as the proximal and mid right coronary artery (prox/mid rca) with 100% stenosis with a reference diameter of 3.38mm. The lesion was reported with no tortuosity or calcification. Predilatation was not performed for this lesion. However, aspiration of the thrombus was performed. The lesion was stented with a 3.0mm x 16mm taxus express 2 drug eluting stent. The lesion was post dilated with a 12mm non boston scientific balloon catheter with a 3.5mm diameter. Residual stenosis was 0%. The procedure medications were clopidogrel, aspirin, unfractionated heparin and eptifibatide. The pt was discharged two days later on orfiril long, topimax, clopidogrel, albyl-e, lipitor and selo-zok. At 398 days post index procedure, and during the 13 month follow-up, the pt presented with 90% stenosis at the distal edge of the index stent in the rca. The pt underwent a tvr for the in stent restenosis. This was treated with predilatation followed by deployment of a taxus liberte bare metal stent. The physician noted that the restenosis was located at the distal edge of the taxus stent located between the proximal and mid section of the rca. The pt has no complaints after the procedure. The pt was discharged one day later. In the opinion of the physician, the event was definitely related to the taxus express 2 stent.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.